Manufacturer narrative:
Additional information: based on the available information, the device was explanted due to an episode of meningitis that occurred one year after the initial implantation. The recipient has a documented medical history of incomplete partition type I, which has also lead to a csf leakage, which are known risk factors for meningitis. Patients with cochlear malformations have a higher risk of developing meningitis, regardless of whether a cochlear implant is present. A review of the device sterilization records confirmed the device within specification. Thus, no available information points to the implant being the source of the reported issue.

Event description:
The user was explanted because of impending meningitis (first time) which started in (B)(6) 2025 and risk of infection. Moreover, the user was hospitalized for more than a week in the ICU in bombay and was on antibiotics. The type of meningitis is unknown but cfs tapping was done with specific antibiotics provided. The user was vaccinated post implantation for meningitis. Re-implantation is considered at a later point. Currently, periodically monitored during follow-ups.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted because of impending meningitis and risk of infection. Re-implantation is considered.